Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device displayed a poor quality image. The issue occurred during preparation for use and the arthroscopic knee surgery therapeutic procedure was completed using a similar device with no surgical delay. There were no reports of patient harm.

Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields and final investigation results. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned for evaluation and the customer's allegation was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image with interference when moving the cable caused by deviated retention coupler. Olympus will continue to monitor the performance of this device.

Event description:
It was reported the subject device displayed a poor quality image. The issue occurred during preparation for use and the arthroscopic knee surgery therapeutic procedure was completed using a similar device with no surgical delay. There were no reports of patient harm.